Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) procedure due to the implant would not inflate. The ipp was removed and replaced with a tactra malleable prosthesis. The patient had a good outcome with no further complications.